Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler, the liberty cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the utilization of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for this event. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. In addition, most cases of pd related peritonitis are due to a breach in aseptic technique resulting in contamination during treatment set-up. This is supported by the patient¿s culture result of pseudomonas stutzeri as this organism is found in the environment in soil and water. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported that they are having an infection in their pd catheter and stated that they are recovering from peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis on (B)(6) 2020 after presenting with cloudy pd effluent. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy. The patient was initially administered intraperitoneal (ip) vancomycin 200mg for five days and ceftazidime 1000mg for 28 days. The pd effluent culture resulted positive for pseudomonas stutzeri with a white cell count of 3173 (unknown units). The physician officially documented the diagnosis as peritonitis after the culture results. On (B)(6) 2020 the patient was ordered an increased dose of ceftazidime with 2000mg ip for 28 days. The patient was not diagnosed with a pd catheter infection (exit site or tunnel) as was initially reported. The cause of the peritonitis is unknown.